Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> an unopened sample was returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an excision of a lesion on the neck on (B)(6) 2018 and suture was used. During the procedure, the suture popped off the needle at the swage. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.